Event description:
Pacing failure was observed and it was discovered the ra and rv leads were dislodged. Both leads were explanted and replaced. The physician suspects the device malfunctioned and has requested an analysis.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated properly and the memory content was analyzed indicating no anomalies. The battery status was found to be larger than 85% which is as expected after an implantation duration of 20 months. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.